Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an ongoing procedure was performed when the issue happened. The procedure was completed as planned after a system restart. The philips field service engineer (fse) inspected the system on-site and confirmed that the system's geometry movements were unavailable. Review of the log file showed errors that point to a possible blockage of the longitudinal movement of the tabletop motor. Upon troubleshooting, to resolve the issue, the mass was calibrated by moving it longitudinally. Rail cleaning was also carried out. The correct functioning of the table's movement and its unlocking were verified. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, by restarting the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.